Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Failure (event) observed during analysis. Analysis found the pacing and high voltage lead impedance measurements were out of range during bench testing. The device's functionality was tested, and no anomaly was detected. The cause of the impedance anomaly could not be determined.